Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device was hard to mesh. The event happened in a cadaver lab so there was no patient impact. There was no adverse event reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Sn (B)(6). Review of the most recent repair record determined that the unit's gear was damaged, and the cutter failed testing and the cutter gears were worn. The mesher's gear was replaced and resolved the reported issue. All sn's: devices are used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional information.